Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the flow readings fluctuated and intermittent back flow alarm. Reading remained on "-0". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) verified the flow readings were erratic and fluctuating. The fsr found that the flow board was defective. The flow board was removed and sent to the MFR for further eval. The fsr installed a new flow board and the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.